Manufacturer narrative:
Block b3: date of event not provided. However, january 1st, 2020 was selected as the estimated event date because the information in the article was studied between 2020 and 2022. Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block g2 literature source: jeska a. Fritzsche, rogier p. Voermans, mike j. P. De jong, bert a. Bonsing, olivier r. Busch, freek daams, wouter j. M. Derksen, lydi m. J. W. Van driel, sebastiaan festen, erwin-jan m. Van geenen, frederik j. H. Hoogwater, akin inderson, sjoerd d. Kuiken, mike s, et al. "Biliary drainage prior to pancreatoduodenectomy with endoscopic ultrasound-guided choledochoduodenostomy versus conventional ercp: propensity score-matched study and surgeon survey" endoscopy (2025), 10.1055/a-2543-5672. Https://doi.org/10.1055/a-2543-5672. Block h6: imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf patient code e2326 captures the reportable event of inflammation.

Event description:
Boston scientific became aware of an event involving the hot axios stent and electrocautery-enhanced delivery system through the article "biliary drainage prior to pancreatoduodenectomy with endoscopic ultrasound-guided choledochoduodenostomy versus conventional ercp: propensity score-matched study and surgeon survey" by jeska a. Fritzsche, et al. According to the article, data from the dutch pancreatic cancer audit included patients who underwent pancreatoduodenectomy after preoperative biliary drainage across eight hospitals in the netherlands between 2020 and 2022. A total of 2,223 patients underwent pancreatoduodenectomy. Of these, 937 were included in the analysis, among whom 42 underwent endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) using a hot axios lumen-apposing metal stent. The hot axios device was used either as the primary drainage method or after failed ercp procedures. The article reported that postoperative complications occurred in 19% of patients treated with eus-cds. Additionally, based on the survey, some surgeons reported intraoperative findings of tissue changes, presumably caused by the stent. In certain cases, the stent was only identified during dissection of the bile duct or adhesions to the duodenum. While surgery was generally not significantly affected, a few responses indicated that inflammation may have hindered the procedure to some extent. The authors concluded that preoperative biliary drainage with hot axios did not increase postoperative complications and only rarely caused surgical difficulties. Please see the referenced article for full details and full listing of physicians and healthcare facilities.